Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor started notification became frozen on the pump screen and the customer was unable to clear it. Subsequently, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose was 220 mg/dl. Reportedly, pump was reset to resolve the issue.